Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt received a low battery flag on (B)(6) 2011. The pt reported that he still had stimulation. Based on the pt's ipg settings, it was calculated that the pt ipg should last approx 31 months. Follow up on the pt found that the message had been cleared, and the low battery flag was most likely related to passivation.